Event description:
It was reported that during a da vinci-assisted surgical procedure the site stated the monopolar was not working. Site had restarted system, restarted the erbe, and changed out instrument and cord with no change. The technical support engineer (tse) advised site to use a force triad or change out the tower. Site changed out the tower and is continuing with case.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Manufacturer narrative:
Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using system, upon cauterizing using any instrument the iesu displayed the reported c-34 me socket 4. As a result of these findings, the hf voltage and instrument detection slot me # 4 is likely the root cause the reported event. The iesu will be sent to OEM for further investigation.

Event description:
Refer to h11 for follow-up information.